Manufacturer narrative:
Event date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the ins was not turning on. Patient stated that the controller was on, however when they tried to increase the stimulation, they were seeing settings not available. Agent reviewed screen meaning with the pt. Pt said that they were not getting any stimulation at all. Pt said that the controller and ins batteries were at about half. Pt said that the ins died like a week ago so they charged the ins, but the stimulation wouldn't turn back on. Pt had groups a, b and c available, but switching groups did not resolve the issue. Pt was seeing settings not available on all three groups. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.